Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed at 5mm distal of the proximal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
Reportable based on device analysis completed on 09sep2021. It was reported that the balloon could not inflate. The 24-30mm x 2.75-3.00mm in a diameter, 90% stenosed target lesion was located in the mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not inflate. The device was removed directly from the patient's body. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that a pinhole leak at 5mm distal of the proximal markerband.